Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported a right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified opening, weight to the spec, brown particles. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on anterior side due to surgical damage.

Event description:
Physician reported a right side rupture and capsular contracture, baker grade IV. Device has been explanted.